Manufacturer narrative:
The measurement cartridge is not available for return investigation.siemens is in process of evaluating the event.the root cause for the event is unknown.

Event description:
The customer has reported two incidences of discrepant results from rp500 (sn# (B)(4)) on (B)(6) 2016. There was no report of injury due to any of these events.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.